Event description:
It was reported that the customer's blood glucose level reached 545 mg/dl; cause was not known. Reportedly, due to the elevated blood glucose level, the customer experienced nausea and abdominal pain. Correction injections were administered via mdi, and supplies were changed out by the customer to address the issue. Recommendation was made to consult a healthcare provider in regards to diabetes management.